Manufacturer narrative:
Final test verification specifications are acceptable. A review of the manufacturing records showed all requirements were met. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). No similar complaints have been received for this lot number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The evaluation of the datacard found that user technique errors occurred, including underforce, early button release, and force too high. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The system alerted the user of possible technique issues. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. E170 occurred but there is no correlation between eprom errors and patient burns. Further, temperature limit exceeded errors occurred. This error is received when the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in an unsafe condition. Based on the evaluation of the data, the hp and system performed as expected. The customer is advised to adjust treatment technique. The treatment tip was evaluated. The tip passed leak and thermistor testing. The tip failed the flow test and failed the visual test due to damage on tip surface. Based on the available information, damage to the tip most likely contributed to this event. It is unknown what caused this damage to the tip. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with damage to the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin (B)(4) instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. The investigation is complete. No corrective action is necessary at this time.

Event description:
A user facility in (B)(6) reported that a patient experienced burns and blisters on the left side of the face after a thermage treatment. The patient underwent 1100 pulses at the highest energy level of 2.5. Tip error e170 [disconnect and reattach treatment tip] occurred during the treatment. The treatment tip was inspected prior to use and during the treatment with no anomalies noted. The patient was prescribed topical medication and hydroval corticosteroids. Available pictures were reviewed by the medical reviewer. One picture was captured the day after the procedure showing scattered blisters on the left side of the face. Two images were taken the day after and scattered crust are visible and with fewer vesicles remaining. No permanent damage or scarring is expected. Please note that this report was initially inadvertently submitted under the incorrect manufacturer's registration number, reference 0001920664-2019-00061.